Event description:
While placing a bravo ph monitor, the capsule failed to deploy from the delivery system. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (late 2007).